Manufacturer narrative:
G4:18feb2021. B4:19feb2021. H11:g5:k102985. The replaced touchscreen assembly was returned for analysis. The visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen a fi ventilator to verify and test the functionality. The returned touchscreen assembly was found to have upper left - lower right and upper right - lower left resistance measurements to be out of specification. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's touchscreen was unable to be calibrated. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty touchscreen. The fse replaced the touchscreen to resolve the reported issue. The device passed performance verification testing.